Event description:
Patient went to surgery for pneumonectomy and a baseline act was performed with a result of 117. Patient was given 20,000 units of heparin and the act result of was 509. During surgery pt received a total of 18,000 more units of heparin, and 5 units of fresh frozen plasma over the next hour with results ranging from 394-455.